Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of a rash while using the freestyle breast shields has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that she and her doctor, who prescribed medication for her, determined that she was allergic to the breast shields that she was used with her freestyle hands free breast pump as they caused her nipples to peel and ooze.